Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated high with syringe. The customer stated that his blood glucose was 400 mg/dl. Customer stated that she is having a hard time changing her infusion set and can't place the reservoir into the pump. Customer was assisted in the rewind and prime process and infusion set and fill cannula. Customer declined troubleshoot for high blood level. The product was not returned for analysis.